Event description:
It was reported by the physician that despite a gentle curve over the clavicle, the catheter was kinked, occluding the lumen on the concave side of the curve 36 hours after insertion.